Manufacturer narrative:
A clinicalevaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on (B)(6)2018, (B)(6)2018, (B)(6)2018 and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Additional information: event-other relevant history. Correction: remove PMA/510k.

Event description:
Additional information received confirming re-intervention was completed for this patient on (B)(6)2018. The patient was treated by implanting an ovation ix iliac limb by physician ronald kline at st. Joseph hosp. (Carondelet).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
Endologix was made aware of a patient with a indeterminate endoleak (possible type 3) with device separation between the main body and the right commom iliac. In addition, the left common iliac was originally sealed with the 20mm iliac portion of the original afx graft. It has now grown to approximately 28.5mm proximal to the left hypogastric artery. The patient's original (index) procedure was done on (B)(6) 2013. Patient is scheduled for a re-intervention on (B)(6) at (B)(6) hospital in (B)(6). Patient's current physician is dr. (B)(6).